Event description:
It was reported that the patient had normal impedance prior to their MRI and high impedance post MRI. Data from the generator was received and reviewed. It was discovered that the impedance onset was seen several months before the MRI was completed. The generator had showed a behavior of intermittent impedance issues, with the system periodically switching between high and normal impedance values. This is often indicative of a positional lead fracture. A preliminary review of x-rays could not identify any anomalies occurring within the system. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.